Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 900 mg/dl. One week prior to the event, the customer experienced a cold and bent cannulas. The customer stated that the cannulas have bent because she lost the insertion device, and has been inserting the infusion sets manually. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.